Manufacturer narrative:
Rewind anomaly not found during testing. Device passed the self test, rewind test, prime or seating test, occlusion, basic occlusion test, force sensor test and the displacement test. (B)(4).

Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that they got a message to rewind their insulin pump, after rewinding and inserting a new sensor again insulin pump gave a rewind message. The customer blood glucose level was 16.4 mmol/l at the time of incident. The insulin pump will be returned for analysis.